Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their sensor wire was detached upon removal of the sensor pod. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. It was reported that the sensor was worn beyond seven days. The dexcom g4 platinum continuous glucose monitoring system users guide states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.